Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported patient was instructed by healthcare provider (hcp) to call patient services for a ¿reset walk through¿. Patient indicated she got some relief after the implant was put in but today, this morning she had like 3 large pads soaked before lunch. She was wondering if her settings were right. Patient stated she had 50 % symptoms reduction besides today. Patient noted she made a program change once before one her own but it did not seem to change things much. Patient synced with the patient programmer (pp) during the call and pp showed stim was on. She was on program 2 at 2.1v. She had tried to increase stim before on program 2 and got some improvement but not as much as she feels she can get. Patient noted the improvement was better a year ago. Patient confirmed she felt stim sensation in the bicycle seat region and not where antenna is located. Patient stated while increasing stim, she felt a jolt in her anus but confirmed it was not uncomfortable, it was feeling of increasing stim. Patient also reported feeling a ¿kind of pain in her vaginal area¿ at 2.8v but decreased to 2.7v and reported she was no longer feeling the pain. There were no further complications that have been reported as a result of this event.

Event description:
Additional information was received from the patient. They reported that it worked for 6 months, then stopped working "for the patient". It was removed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.